Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incidence. Customer was not okay to performed troubleshoot. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was stated that the insulin pump was not on auto mode at the time of incident due to sensor alarms.